Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown concentrations and dosages of fentanyl, prialt, baclofen, and dilaudid via an implantable pump for malignant pain and cancer pain. On (B)(6) 2019, it was reported that the patient's pump was replaced because it "failed". The patient then clarified that the failing of the pump was because the pump was pumping the adequate amount of fluid. At the end of the month, when the patient was supposed to have 2 ccs left, the pump had 10 cc's left. This was discovered a day or two before the pump was replaced on (B)(6) 2019. The patient reported that, on the day that this was discovered, the patient was sent to the emergency room and subsequently had the pump replaced. No out of box failures or medical/therapy problems related to a small components product was reported. No symptoms were specifically reported. The patient also requested a manufacturer's representative (rep) to assist with pairing their new personal therapy management handset (ptm) with their new pump. The patient noted that their doctor's office contacted the manufacturer for assistance over a week prior. The patient did not have the equipment with them and declined troubleshooting over the phone and became upset when redirected to their healthcare provider. A rep was contacted to assist the patient. No further complications were reported.